Manufacturer narrative:
A field service engineer (fse) went on-site and updated the instrument with the glucose (glu) modifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding one glucose (glu) patient result which was noticed to be erroneously high when run in duplicate mode on the unicel dxc 800 pro synchron clinical system: 147mg/dl repeated as a 98mg/dl. Rerun of sample on a different instrument obtained a result of 127mg/dl and was reported. There was no affect to patient with regard to this event.